Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine [20 mg/ml] at a dose of 5.74 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the pump ran out last week and that it was inquired as to when it would ¿burn out¿ and stop beeping. It was noted that the low reservoir alarm date was (B)(6) 2017. It was asked how long the drug would last with a low reservoir volume of 2 ml and reviewed that it would be 6-7 days based on the pump flow rate. It was noted that the patient was in the waiting room so that they could get the pump filled the day of the report. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the pump running out before getting refilled was that the patient had 2 different appointments scheduled - (B)(6) 2017 - for pump increase/refill and she cancelled both. It was reported that the low reservoir alarm was confirmed on (B)(6) 2017. It was reported that the patient called on 2017-09-15 regarding the low reservoir alarm, and the manufacturer was notified, the patient came in on (B)(6) 2017 for refill. It was reported as "n/a" with regards to the question of whether the empty reservoir occurred. No further complications were reported.